Event description:
The pt was having red heart alarms, when hooked up to pm, clinical screen, he was having pump stop, pump off alarms. He was emergently transferred to the operation room. He was found to have pump end bend relief fracture.